Event description:
It was reported that during testing conducted at the manufacturer facility, the handle of the device over the ebox and the motor was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the handle of the device over the ebox and the motor was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the motor winding was found to have a short circuit. A short circuit can cause an increased current draw, which can result in overheating.